Event description:
It was reported to philips that the system's footswitch was unable to maintain the wireless connection. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Correction data: addition narrative. Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The procedure was completed by using the wired footswitch in the exam room by 2-5 minutes of delay. Philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Fse found the wireless footswitch not holding charge despite customer confirming full charge after leaving it overnight. To resolve the issue, the fse replaced the footswitch and return the part for further analysis, and the footswitch bracket should be securely connected, but in this case, it was loose. On recurrence on 17th august the issue was resolved by replacing the base station and 27th august the issue was resolved by reseating the wfs and on 2 september it was resolved by performing a software update. After replacing the wireless footswitch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The procedure was completed as planned by moving the patient to another room. The procedure was completed by using the wired footswitch in the exam room by 2-5 minutes of delay. Philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Fse found the wireless footswitch not holding charge despite customer confirming full charge after leaving it overnight. To resolve the issue, the fse replaced the footswitch and return the part for further analysis, and the footswitch bracket should be securely connected, but in this case, it was loose. On recurrence on 17th august the issue was resolved by replacing the base station and 27th august the issue was resolved by reseating the wfs and on 2 september it was resolved by performing a software update. After replacing the wireless footswitch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.